Event description:
Valkyrie disposable power driver malfunctioned while surgeon uses. Driver reference number: 01-03-3035, lot # 250021-1345, expiration date 02-23-2028. Driver taken off field and new driver opened to field.